Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator could not be interrogated. Multiple attempts were made. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).